Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and high pacing threshold measurements were noted. Noise, oversensing, and pacing inhibition were also observed with isometric testing. The rv lead was reprogrammed, however, the patient experienced a syncopal event and almost passed out. The rv lead was reprogrammed to unipolar mode again. Technical services were consulted and determined oversensing of noise with pacing inhibition greater than 10 seconds, loss of capture, and high capture thresholds. Possible causes were discussed and troubleshooting options were recommended. A possible lead fracture was suspected. A revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.